Event description:
The user facility reported that during the ercp procedure, the distal end of guidewire was fractured approximately 15cm. Since the fractured piece was inside the catheter, the catheter was slowly withdrawn and retrieved together with the fractured guidewire. The product was replaced and the procedure continued. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the investigation could not be performed. In the past two years, we have not received any similar complaints of the involved product caused by the manufacturing process. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no.(B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Actual device upon receipt: a guidewire main body and a fractured piece. Microscopic and electron microscopic inspections: fractured piece: the outer layer had been elongated and a torn shape was found in the fractured section. No exposure of the wire was found in the fractured section. No anomaly such as a scratch was found in other sections. Guidewire main body: the wire had been exposed at the fractured section. No taper was found on the side surface of wire at the fractured section. Radial patterns were found on the top surface of wire at the fractured section. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the wire: the outer layer of fractured piece was removed to confirm the condition of wire at the fractured section. No taper was found on the side surface of wire at the fractured section. Radial patterns were found on the top surface of wire at the fractured section. Outer diameter at the normal sections met the factory's specifications. No anomaly was found. Confirmation of the missing length: guidewire main body: approximately 4350mm. Fractured piece: approximately 139mm. Total length: approximately 4489mm. Since the total length of the device with the involved product code is 4500mm (standard: 4410mm - 4590mm), it was likely that there was no missing length. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Simulation test: regarding the fracture on the guidewire, following simulation test was performed. Continuous torque force was applied in the same direction while the device was bent. No taper was found on the side surface of wire at the fractured section. Radial patterns were found on the top surface of wire at the fractured section. These conditions were likely to be similar to those of the actual device. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions of the actual device. From the conditions of actual device and simulation test result, as a possible cause of occurrence, it was likely that since continuous torque force was applied in the same direction while the device was bent, the wire was fractured. When the device was subsequently removed, pulling force was applied, causing the outer layer to elongate and tear, resulting in detachment. In addition, it was likely that there was no missing length in the actual device. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."